Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient underwent revision surgery (date not reported), in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. No other event or complications that may have contributed to the decision to convert the patient were reported.

Manufacturer narrative:
This report is submitted on decemeber 18, 2019.